Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the unit failed system pressure testing. There was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the reported complaint of the patient wye not blocked (e/c 3131) test failed was not duplicated. No fault was found on the returned 3 station solenoid, exhalation flow sensor & the blower valve assembly.